Manufacturer narrative:
(B)(4). Physio-control evaluated the device and found that it was unable to charge energy. The device was unable to provide defibrillation therapy. Physio determined the caused of the malfunction to be an open land between the q2 transistor leg one and the p16 plug connector leg 14. A replacement device was provided to the customer.

Event description:
It was reported that the device failed to deliver charged energy. When the shock button was pressed, the device gave the "abnormal energy delivery" message and there was no energy output measured with the testing equipment. There was no patient use associated with the event.